Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic assisted distal gastrectomy (ladg) procedure, a part of the seal broke and fell into the abdominal cavity. It was immediately retrieved. No air leaked. The procedure was completed with the device. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one port opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident that a seal disengaged was confirmed. The leak test failed. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.